Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the tampon applicator had an open petal which pinched upon insertion and scraped her inside when pulling out the applicator after inserting the tampon. The consumer did not seek medical attention and was doing fine.